Event description:
It was reported that far-field oversensing or retrograde conduction was seen on the pacemaker electrogram (egm). Technical services (ts) was contacted, and ts discussed programming options. The pacemaker system remains in service. No adverse patient effects were reported.